Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced pain and a burning sensation around the ipg site and down her left arm. It was confirmed the ipg had migrated. Surgical intervention is planned to address the issue.

Event description:
Follow-up revealed the patient's ipg was repositioned via surgical intervention on december 28, 2017.